Manufacturer narrative:
The device logs were reviewed and showed a zero-flow condition triggered by the inlet pressure channel and link error, likely due to poor pressure connection channels. This condition would prevent the pump from ramping up unless the link error was fixed or they disabled the inlet and outlet pressure. The console was used after this event without issue. The device operated as expected.

Event description:
User reported that after being at zero flow state, there was difficulty re-establishing flow. There was no patient harm; however, this type of event is considered reportable.